Event description:
It has been reported to us that the occlusion balloon gradually deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a predilatation balloon and dilated the vessel. The physician was able to successfully place a stent in the vessel. The physician performed post dilatation on the vessel and noticed that the occlusion balloon had deflated. The physician inserted the aspiration catheter and performed aspiration on the vessel without occlusion. The patient is reported to be fine.